Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.

Manufacturer narrative:
There has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803.

Event description:
Patient reports unable to wear the new aligners because they slice the gums and ripped the frenulum on the upper lip. Dental history includes impacted teeth on locations 1, 16 and patient has baby teeth on locations 6, and 28.